Event description:
The customer requested a speaker assembly for their intellivue mp2 patient monitor. It is unclear if there was an alarm event associated with the speaker request. The device was not in use on a patient at the time of event, there was no adverse event reported.